Manufacturer narrative:
Date of event was reported as 6-8 month ago.

Event description:
Information received from the patient reported that they had poor communication with the programmer (poor communication screen) both with and without the antenna attached. The patient stated that their implantable neurostimulator (ins) had ¿been out for a year¿ and that they had back pain. The patient went to recharge the ins one day and noticed that the recharger would come on for a minute but when they went to recharge the ins it would not connect. The last time the patient felt the stimulation was 6-8 months ago. The last successful charging session was also 6-8 months ago. The reason the patient had stopped charging was that they had issues connecting when recharging. It was reviewed with the patient that the recharger was working as designed. The reposition antenna screen was seen on the recharger. Additional information received on june 3, 2016 from the manufacturer¿s representative reported that there was a suspected overdischarge (od) on the patient¿s ins. Two physician mode recharge (pmr) procedures were performed and the device w as now charging normally with 8 coupling bars. They had been charging for 2 hours and the ins was not ¼ full. The voltage was at 3.68. The representative was instructed to recharge again for 2 minutes and when the voltage was checked it had dropped to 3.19 volts and went to 3.635 volts in 2 minutes. This indicated that there was fast battery depletion from the extended od. It was recommended to keep charging the ins until it was at ¼ charge then clear the power-on-reset (por). They were then to have the patient condition the battery by charging to full 4 or 5 times in a row. The indication for use for the implanted device was noted as post laminectomy pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.